Event description:
It was reported that the led lights on the charger of the tdxsp-cg power chair never change. States the green light works, but the half charge, or low charge never show on the display.